Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient underwent a c-section in 2005. The patient reported pain following the procedure. At about 5 days later, the skin sutures were explanted per protocol and the patient experienced a dehiscence of the rectus sheath. The patient was returned to surgery for repair where is was reported that the suture was intact at the left portion of the sheath and the remainder of the suture line was undone.